Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, eccentric, de novo lesion in a mildly tortuous, moderately calcified, proximal left anterior descending coronary artery. After performing an intravascular ultrasound examination, a 2.75x12mm nc traveler balloon dilatation catheter (bdc) was prepped for use. There was no resistance when the protective sheath was removed, and the 2.75x12mm nc traveler bdc was soaked in saline and air was pulled outside the patient anatomy. The 2.75x12mm nc traveler bdc was advanced for pre-dilatation and resistance was met with the lesion during advancement. While the pressure was being gradually increased to the rated burst pressure, the pressure stopped increasing. The 2.75x12mm nc traveler bdc was removed from the patient anatomy without resistance and a pinhole rupture was confirmed. A non-abbott bdc was successfully used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.